Event description:
It was reported to manufacturer by facility, per facility a (B)(6) pt was being lifted using an extra large sling, rated for a (B)(6) pt. The pt was not fitted for the sling and a sling that was too large for the pt was selected. The pt slid out of the sling and sustained head injury consisting of a bruise and laceration requiring two staples. The pt was taken to the emergency room to receive the staples. The facility confirmed the device was used improperly and that the injury sustained was due to user error and not device deficiency. The facility reported that the lift and sling remain in use. No product malfunction or deficiency is being claimed.